Event description:
It was reported that during a da vinci prostatectomy procedure, a thin cable was broken and sticking out at the tip of the large needle driver instrument. Nothing reportedly fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The large needle driver instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the grip cable to be broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment was sticking out at the instrument wrist. The other cables at the wrist were not damaged. Failure analysis investigation also found indentations at the edge of the distal pulley, and scratch marks with light material removed and a rough surface finish on the distal end of the instrument's main tube. The scratches were short in length and not axially aligned with the tube. No other damage was found. It was concluded that the damage to the distal pulley and the main tube may have been due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, broken cable if to reoccur and main tube scratches found during failure analysis if to reoccur, could cause or contribute to an adverse event.